Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpected powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event did not survive, but there was no alleged patient injury or death related to the use of the device.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpected powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event did not survive, but there was no alleged patient injury or death related to the use of the device.